Event description:
It was reported by service report that the customer alleged the zoom drive went in reverse when it was pushed forward. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Load cell. The technician could not confirm the event and the unit operated to spec.